Event description:
It was reported following an implant procedure on (B)(6) 2022 the patient was experiencing severe neck pain. Bedside x-rays were taken that showed minor migration laterally of the inferior portion of the lead. The superior portion of the leaded remained midline as placed. The patient developed an epidural hematoma overnight and the system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.